Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to release. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 cubies were not detected and unable to recover. A field service engineer confirmed that the drawer control board and retractor cable had already been replaced. The field service engineer replaced the pyxibus control board and rebooted the station to resolve. To test the repair, multiple inventory counts were performed, and all cubies in the drawer were confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.